Manufacturer narrative:
Complaint conclusion: as reported, button 1 of a 5f mynx control vascular closure device (vcd) was able to press only half of the button, it was not able to be fully pressed. The sealant deployment failed. Hemostasis was achieved using manual compression for less than thirty minutes. There was no reported patient injury. The device storage temperature did not exceed 25 °celsius. There was no damage was noted to the button. The tension indicator was aligned with the markers on the handle halves before deployment. There were no kinks observed to the unknown sheath or device after removal. There were no damages noted to the sealant sleeves after removal. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the unknown vascular sheath introducer (30¿45 degrees). The vessel diameter was confirmed to be greater than or equal to 5 mm, with moderate vessel tortuosity and mild calcium presence at the puncture site. The mynx vcd was used in a diagnostic procedure utilizing a retrograde approach. The deployer was mynx certified. Other procedural details were requested but were not provided. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection revealed that button 1 was partially depressed and button 2 was in the non-depressed position. The stopcock was closed, and a cordis mynx syringe was attached to the unit. The sealant was partially deployed but remained mounted on the delivery shaft. The sealant sleeves showed no visible abnormalities. A non-cordis catheter sheath introducer (csi) was returned inserted onto the device. The balloon was deflated, the core wire was present, and the atraumatic tip exhibited no signs of damage or irregularities. A kinked/bent condition to the plunger of the syringe was also observed. Photos of the internal mechanism were taken in the received condition, and no anomalies were noted. Per functional analysis, a simulated deployment test was conducted to evaluate device functionality. Button 1, which was partially depressed, was fully actuated during testing without issue. Following sealant deployment, button 2 was fully depressed, resulting in successful balloon retraction as expected. Additional photos were taken after the deployment test, and no abnormalities were observed within the internal mechanism. A high-magnification microscopic evaluation was performed to examine the sealant. No additional abnormal conditions were observed beyond those already noted during visual inspection. The reported event of ¿button #1-frozen/locked¿ was not observed through analysis of the returned device since it was able to be fully depressed during functional analysis. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to frozen/locked button 1 experienced since the button was able to be fully depressed during analysis. However, handling factors are possible. Additionally, regarding the kinked/bent condition of the syringe plunger, procedural/handling factors most likely contributed to the condition noted. However, as this condition was not reported by the customer, it is unknown if this received condition occurred due to manipulations after the procedure. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user aware of the risks. As warned in the IFU, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ also, the IFU states, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window.¿ neither the product analysis, nor the information available for review suggest that the issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, button 1 of a 5f mynx control vascular closure device (vcd) was able to press only half of the button, it was not able to be fully pressed. The sealant deployment failed. Hemostasis was achieved using manual compression for less than thirty minutes. There was no reported patient injury. The device storage temperature did not exceed 25 °celsius. There was no damage was noted to the button. The tension indicator was aligned with the markers on the handle halves before deployment. There were no kinks observed in the unknown sheath or device after removal. There were no damages noted to the sealant sleeves after removal. The femoral artery¿s suitability was verified on angiography, including the insertion angle of the unknown vascular sheath introducer (30¿45 degrees). The vessel diameter was confirmed to be greater than or equal to 5 mm, with moderate vessel tortuosity and mild calcium presence at the puncture site. The mynx vcd was used in a diagnostic procedure utilizing a retrograde approach. The deployer was mynx certified. Other procedural details were requested but were not provided. The device will be returned for evaluation.